Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, the atrial lead was found exhibiting loss of sensing. The physician stated that the patient had permanent atrial fibrillation and decided to deactivate the lead. The device was reprogrammed to vvir. The patient was in stable condition. No further intervention was planned.